Event description:
When the surgeon attempted to remove the insertion tool, it would not separate from the implant (cage). After several minutes attempting to remove the tool, it popped off with a small part of the cage still attached to the tool and the vast majority of the cage still in the patient.